Event description:
It has been reported that device recorded multiple instances of artifact during deployment. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). ECG from deployment analyzed. Artifact result of algorithm magnification of electrical noise associated with presenting ECG (asystole). Device performed per specification. Issue reported due to associated deployment and customer questions regarding device performance. Subsequent treatment/outcome information not provided.